Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation found the user was able to press input and select under pip/pop. After doing this one time the ultrasound image appeared as desired. It was concluded that the issue occurred due to setting error by the user.

Manufacturer narrative:
The customer called an olympus technical support (tac) representative for troubleshooting. Tac walked the customer through setting the scope switch to the picture out picture/picture in picture (pip/pop) settings which toggles on and off to reflect different images. The customer was able to toggle the setting, but the endoscopy image did not reflect on the monitor. Then tac had the customer press input select under (pip/pop) on the device keyboard and the ultrasound image displayed as expected. The customer confirmed the ability to utilize toggle number two button and needed no further support. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure with evis exera iii video system center, the buttons were not working with their ultrasound unit. The report of no image was captioned during olympus technical assistance center (tac) support. There was no harm or user injury reported due to the event.